Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a female patient in her 50's, the device inappropriately displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.